Manufacturer narrative:
The investigation has been completed. The pump was not returned for investigation. The cause of the positioning issue was most likely patient movement per clinical that patient began to wake up, cough, and gag and the pump was then unable to be repositioned.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella rp flex support and during support, the pump was unable to repositioned and the decision was made to explant the pump.